Manufacturer narrative:
The epk-1000 passed functional testing. The investigation is ongoing.

Event description:
The nurse on site reported: when using the epk-1000 video processor with the pentax scopes there is a blackout on the monitor when cauterizing with the erbe machine. This could be very dangerous to our pts. We have changed out the erbe machine with another one from another room and the results are the same - blackout on scope while cauterizing. We have not had any pt injuries to date.